Event description:
Customer reports to have gone to the emergency room due to high blood glucose. Customer reports to have felt sick, disoriented, thirsty and had frequent urination. Customer states she had blood glucose of 421 mg/dl, 573 mg/dl and at the time of hospitalization blood glucose was 577 mg/dl. Customer was treated with novolog and lantus. Customer's blood glucose at time of call was 208 mg/dl. Customer states she would call helpline back when she left hospital in order to continue troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.